Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the smart remote manager had failed, and there was a temperature warning. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-sep-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-nov-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that srm failed/temp warning. The field service engineer cancelled the work order as, duplicate of sa 3793814. No findings available. This incident has been added to our database of reported incidents. Our business team regularly reviews the data collected for identification of emerging trends. All available information has been provided to bd regarding the reported event. If additional information is received, the complaint record will be reassessed. Medstation/medbank does not have an allegation of the product. Upon further evaluation, the issue was identified with the (srm/rm or q lock).